Event description:
The pt's mother reported that the pump exhibited a blank screen and a "rattle" following an impact.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board consistent with an impact as reported by the pt.